Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that while performing a neurostimulator system replacement, the surgeon discovered the patient had experienced a significant weight loss of approximately 50 pounds recently. The surgeon believed that migration of the lead and battery may have occurred due to the patient's loose skin. The patient previously reported a fall, but x-rays indicated that there was no fracture of lead. Once the pocket was opened and the lead was removed, the surgeon stated that they believed the lead was covered in purulent drainage or tissue and the pocket was investigated and suspected of infected tissue. The surgeon removed the pocked capsule and lead. The surgeon deemed it unsafe to implant new device until the infection cleared. The procedure was not completed. There were no additional patient complications.